Manufacturer narrative:
The customer¿s report of error 800.8000.0 was confirmed. The pcu event log shows that the device alarmed for flo stop open just before the infusion was started. When the user later made a change to the existing infusion, it triggered the alarm and resulted in system error code 255-16-275 being displayed on the pcu. Functional testing showed that the error occurred when the user selected start (softkey 14) while the device was in a flo stop open state. The error was replicated and resulted in the pcu displaying system error on the display with code: 255-16-275. The root cause of the error 800.8000.0 was identified as a software issue due to the race condition of starting the infusion on the pcu at the same time as clearing the alarm event on the pump module.

Event description:
The customer reported that an error 800.8000.0 alarm occurred during a patient¿s infusion. No patient harm was reported.